Manufacturer narrative:
(B)(6). PMA/510k # exempt. Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed formation. The mlla (male luer lock adapter) is loose. The collet knob is tight and secure. 5 mm of the closed basket formation was protruding from the distal end of the basket sheath. The basket formation was intact and all the wires were secure. The catheter had a twisted appearance starting approximately 1 mm from the nose of the mlla. The catheter was split 1 mm from the mlla. 3 m of the could was exposed thought the split catheter. The damaged area has a smashed appearance . Functional testing found that the handle was able to actuate the basket formation to the open position, but it could not retract the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was returned. It was reported that the handle of the device was cracked. The returned device was found to have damaged sheath that was preventing the basket from opening and closing properly. A review of relevant documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It is most likely the device was inadvertently damaged during use. If the handle and sheath are not kept approximately aligned and force is applied, the sheath can become damaged where it meets the handle. The IFU contains a caution that excessive force could damage the device. Based on the available evidence, the device was inadvertently damaged by the user during use. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that during a ureteroscopic lithotripsy, a ncircle tipless stone extractor was in use when a "crack" was found at where the handle and the sheath meet. The procedure was completed using another same device. No adverse effects to the patient were reported due to this event.